Event description:
Customer reported that the insulin pump was exposed to fluid. Customer stated that the type of moisture is water and dog shampoo while washing the dog. Customer stated that there is fluid under the lcd screen. There is water fog residue in upper right corner near battery symbol on the screen. Customer stated the device has no cracks. Blood glucose is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a corroded electronic assembly. No moisture damage was noted on the motor assembly during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.